Manufacturer narrative:
The insulin pump was received with a broken reservoir tube lip, a missing reservoir tube o-ring, a cracked reservoir tube window, cracked battery tube threads, a minor scratched lcd window, a broken off end cap, and a missing end cap sticker. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer's doctor called to report that the insulin pump was damaged. The customer's blood glucose level was unknown. The customer's device was replaced and returned for analysis.